Event description:
It was reported that a patient presented with signal artifact noted on the right ventricular lead and premature battery depletion noted on the pacemaker. Both products were explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.